Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign body was stuck in suction channel on the colonovideoscope. The issue was found during reprocessing. There were no reports of patient harm.